Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her son's blood glucose was over 600 mg/dl. The patient treated via manual insulin injection and insulin pump bolus. The patient's blood glucose at the time of call was 575 mg/dl. The mother stated that her son's insulin pump had been alarming no delivery. The tubing was not bent or kicked. The customer had tried all remedies to the no delivery alarm issue. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The insulin pump was received with severely scratched display window and cracked reservoir tube lip.